Event description:
The report indicated that the customer experienced a high bg (328 mg/dl) 11 hours after activating a pod. A bolus was then administered and 15 minutes later, the pod initiated an alarm. The pod will be returned for evaluation.

Manufacturer narrative:
The returned product evaluation confirmed an internal leak which caused damage to the device after being filled with insulin. The user is instructed in the user guide to frequently monitor their bg levels. By following this recommendation, the user was aware of high bg levels and was able to start a new pod successfully.